Event description:
It was reported that during surgery/upon prior testing the device's motor was not running at full capacity. No harm or delay were reported to have occurred as issue was noticed prior to being used. Another device was used to complete procedure. No adverse event was reported as it relates to this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once investigation is complete a final/supplemental report will be submitted.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined that the unit's rpm's were out of specification, the motor sounded rough, and the air was leaking from they unit between the neck and the handle piece. The motor, neck, and spring seal were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.